Event description:
Event became reportable based upon returned product analysis approved on 4/8/2008. It was reported that during a pci procedure, the spring tip of the floppy rtw guide wire was stretched. The lesion being treated was located in a moderately tortuous, 90% stenosed, calcified proximal left anterior descending (lad) artery. Following ablation with a 1.75mm burr, the floppy rtw was exchanged for another manufacture's ptca guide wire. Following removal of the floppy rtw the physician noted that the spring tip was stretched. The procedure was completed with another of the same device. Pt status is listed as "good". Returned product analysis revealed a fractured core wire.

Manufacturer narrative:
The returned guide wire revealed that the spring tip was bent, the coils were severely elongated, and a bent and fractured core wire was protruding from the elongated coils. The coils adjacent to the ballweld were stretched and the distal fractured core wire was found bent at 1cm from the ballweld. Both fractured core wire sections were sent to the analytical lab for sem (scanning electron microscopy) analysis. In addition eds electron dispersive x-ray spectroscopy was requested for traces of burr material at solder. The results were as follows: the fracture exhibited a fibrous appearing structure that is actually well defined longitudinal grain boundaries. Material separation or microcracks were also observed across the fracture surface. The conditions found are representative of a bending type load. No material anomalies were noted. The core wire fractured as a result of a bending overload. The eds analysis of the joint surface revealed no evidence of burr material. The evidence presented by the returned device indicates that the unit was subjected to a severe bending moment during the procedure, which mainly contributed to the fracture of the core wire. Based on the sem analysis, the fracture surfaces did not present any inherent material defects and/or dimensional anomalies that would have caused and/or contributed to the event. The device history record for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause is determined to be operational context.